Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right ventricular (rv) lead. Leading to inappropriate tachycardia response (atr) episode. No pacing inhibition was determined. Reprogramming options were discussed and recommended. Patient is being seen by extraction physician in early august to discuss replacing the lead. Subsequently, a revision procedure was performed and all system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right ventricular (rv) lead. Leading to inappropriate tachycardia response (atr) episode. No pacing inhibition was determined. Reprogramming options were discussed and recommended. Patient is being seen by extraction physician in early august to discuss replacing the lead. Currently, this product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right ventricular (rv) lead. Leading to inappropriate tachycardia response (atr) episodes. No pacing inhibition was determined. Reprogramming options were discussed and recommended. Patient is being seen by extraction physician in early august to discuss replacing the lead. Subsequently, a revision procedure was performed and all system was explanted and replaced. No additional adverse patient effects were reported.